Manufacturer narrative:
The pump was received by baxter and is awaiting eval. A follow-up report will be filed once the device is evaluated, or if any additional details become available.

Event description:
The facility reported a syndeo syringe pump that alarmed with error code 919 and read "return for service." This error code occurred while administering 10ml/min demerol in pca (patient controlled analgesia) mode. There was no pt injury or medical intervention necessary according to the hospital rep. The pt reportedly only used the device (administered pain meds via pca mode) one time in an approximate 12hr period. As a result, the device was removed from use and replaced with oral pain pills. No additional info is available.